Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This screw driver broke during surgery.

Manufacturer narrative:
The complaint states this screw driver broke during surgery, standard surgical technique. A complaint database search did not identify any anomalies. The device was reviewed by bioengineering and confirmed that the internal circlip has become dislodged from the groove inside the hudson collar. It should be noted that the device is still functional and could be used to complete surgery. Root cause: undetermined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.